Event description:
The customer reported that the bellows of the coulter lh 750 hematology analyzer were not draining and there was bloody fluid below the needle assembly. The leak was contained within the unit. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. The customer replaced the needle assembly which did not resolve the issue. The customer confirmed that there were no kinks in the drain line.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the check valve between the needle drain and fitting 165. While replacing the check valve, a clog was expelled from the drain tube and the needle bellows began draining. The instrument was returned into service after completion of the verified repairs. The failure mode of this event was a clog in the drain tube. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).